Event description:
It was reported that during an orif of the hip surgeon inserted the dhhs helical blade 95mm length with the lcp coupling screw and it was too short. Surgeon removed the blade and in the process the coupling screw tip broke off inside the blade with surgeon discarding the 1st blade 95mm. Surgeon then tried to insert a second helical blade 100mm without the coupling screw. The blade got stuck inside the dhhs inserter shaft and lcp inserter guide. Surgeon removed the inserter shaft and blade and went to alternate treatment using dhs lag screw and a dhhs plate and completed the procedure. Patient was reportedly fine and the procedure was only extended 30 minutes. This is report 5 of 5 for this event.

Event description:
This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.